Manufacturer narrative:
(B)(4).

Event description:
It was reported telemetry issues. An implantable neuro stimulator (ins) over discharge was suspected. Company rep indicated pt had not used system for 2 yrs. Company rep asked if the physician mode recharger (pmr) would work for this ins, right before the scheduled operating room case for replacing leads. It was unk if pmr was attempted before surgery was scheduled. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.